Event description:
It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, the atrial lead exhibited myopotential oversensing. Which triggered inappropriate mode switches. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.